Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg result. Sample ID (B)(6) generated an initial result of 2460.91 miu/ml and retest (under sid (B)(4)) generated 1.26 miu/ml. No specific patient information was provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer's instrument logs were reviewed and did not identify any obvious issues for the aberrant result. Review of ticket trending reports for the architect total b-hcg assay determined that there is an increase in complaint activity related to false positive patient results. However, an increase in complaint activity was not identified for reagent lot 87191ui00. Using worldwide field data, the historical performance in the field of reagent lot 87191ui00 was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and within the established limits, which confirms no systematic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.